Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having multiple bent cannulas. The customer¿s blood glucose level was ranging from 300s-600mg/dl at the time of incident and treated with manual injection and changing there infusion sets. The customer was assisted with trouble shooting and advised ways to insert infusion set to prevent bent cannulas. The infusion sets are being replaced and is expected to return for analysis.